Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), arthralgia ("joint pain"), malaise ("malaise"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("dysmenorrhea"), dental caries ("tooth decay"), fatigue ("fatigue"), depression ("depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, arthralgia, malaise, dyspareunia, neuromyopathy, allergy to metals, autoimmune disorder, dysmenorrhoea, dental caries, fatigue, depression, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, malaise, neuromyopathy, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details, specify-2 coils visible . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), arthralgia ("joint pain"), malaise ("malaise"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("dysmenorrhea"), dental caries ("tooth decay"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss") and abdominal distension ("I m look a like 9 months pregnant.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, arthralgia, malaise, dyspareunia, neuromyopathy, allergy to metals, autoimmune disorder, dysmenorrhoea, dental caries, fatigue, depression, alopecia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, autoimmune disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, malaise, neuromyopathy, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details, specify-2 coils visible quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event "I m look like 9 months pregnant" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), arthralgia ("joint pain"), malaise ("malaise"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("dysmenorrhea"), dental caries ("tooth decay"), fatigue ("fatigue"), depression ("depression") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, arthralgia, malaise, dyspareunia, neuromyopathy, allergy to metals, autoimmune disorder, dysmenorrhoea, dental caries, fatigue, depression, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, malaise, neuromyopathy, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details, specify-2 coils visible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.